Event description:
It was noted that the feeding tubing was broken inside the pump and dripping on the floor. There was no alarm. The pump was functioning as if connected to the patient. The tubing was changed. Within 5 minutes, the tubing was heard breaking within the drip chamber of the feeding pump resulting in the same outcome. The patient lost about 15 minutes of continuous feeds.